Event description:
During placement of an implantable morphine pump, a catheter that is supposed to be placed in the intrathecal space was inadvertently placed within the substance of the spinal cord- x-ray dye was injected into the spinal cord. Then the catheter was attached to thr pump and a morphine solution was infused into the spinal cord resulting in paralysis.